Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006858 have already been previously tested in the complaint (B)(4) on 06/apr/2025. Test results: the reference samples were visually inspected. Test result was within specifications as per the (B)(4) complaint test report. Device history record (DHR) review: the 6006858 was manufactured according to the work instruction (wi) version 113 manufactured in the line inset 3, on 03/may/2024, with a total of (B)(4) units. Trending: a query was run in database on 08/jul/2025 against malfunction code evaluated set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use, or incorrect preparation of set and lot 6006858 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Events occurred in the united states. It was reported that patient experienced three events of infusion set bent cannula on (B)(6) 2025. The event occurred in three or more hours after insertion. The infusion set was in use for less than one day. The insertion site was abdomen. The blood glucose level was over 800 mg/dl and the patient was treated with correction bolus via pump. Patient had scar tissue. Later, patient was hospitalized due to bent cannula which resulted into diabetic ketoacidosis and high blood glucose levels. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3.